Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034219) on (B)(6) 2014. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abd persistent abdominal pain"), cholecystectomy ("had to have my gallbladder removed"), loss of consciousness ("blacking/passing out"), fall ("fell down flight of stairs"), hand fracture ("shattering my dominant hand"), suicidal ideation ("suicidal thoughts"), genital haemorrhage ("irregular bleeding"), kidney infection ("kidney infection") and nephrolithiasis ("kidney stones") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's past medical history included anxiety, post-traumatic stress disorder, multigravida and parity 4. In (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), insomnia ("insomnia") and genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety issues"), tooth loss ("teeth loss"), alopecia ("hair loss"), nausea ("nausea"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), dysmenorrhoea ("painful menstrual cycles") and fibromyalgia ("fibromyalgia"). In (B)(6) 2008, the patient experienced vomiting ("vomiting"). In 2009, the patient underwent cholecystectomy (seriousness criterion hospitalization), urinary tract infection ("urinary tract infection"), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dry skin ("dry skin"), skin haemorrhage ("bleeding patches") and migraine ("migraines"). In 2009, the patient experienced cholecystectomy (seriousness criterion hospitalization), urinary tract infection ("urinary tract infection"), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dry skin ("dry skin"), skin haemorrhage ("bleeding patches") and migraine ("migraines"). In 2013, the patient experienced heart rate irregular ("irregular heart beating"). In 2014, the patient experienced cardiac disorder ("heart trouble /heart issues/ heart complications"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), fall (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), chest pain ("chest pain"), post-traumatic stress disorder ("ptsd") and rash pruritic ("unexplainable skin rashes and uncontrollable itching"). On an unknown date, the patient experienced hand fracture (seriousness criteria hospitalization and disability), pelvic pain ("constant pelvic pain to the point I can't move"), renal disorder ("kidney issues"), tooth disorder ("dental problem"), muscle disorder ("muscle issues"), neural system disorder ("neural issues"), pain ("severe and persistent body pain"), abdominal distension ("abdominal swelling"), myalgia ("muscle pains"), arthralgia ("joint pains"), neuralgia ("nerve pain") and treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), fall (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), chest pain ("chest pain"), post-traumatic stress disorder ("ptsd") and rash pruritic ("unexplainable skin rashes and uncontrollable itching"). On an unknown date, the patient experienced hand fracture (seriousness criteria hospitalization and disability), pelvic pain ("constant pelvic pain to the point I can't move"), renal disorder ("kidney issues"), tooth disorder ("dental problem"), muscle disorder ("muscle issues"), neural system disorder ("neural issues"), pain ("severe and persistent body pain"), abdominal distension ("abdominal swelling"), myalgia ("muscle pains"), arthralgia ("joint pains"), neuralgia ("nerve pain") and treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"). The patient was treated with promethazine (phenergan), clonazepam (klonopin), alprazolam (xanax), diazepam (valium), surgery (bilateral salpingectomy) and surgery (teeth removal). In 2014, the cardiac disorder and migraine had resolved. At the time of the report, the abdominal pain, alopecia and pain had resolved, the cholecystectomy, pelvic pain, renal disorder, anxiety, tooth loss, fatigue, insomnia, muscle disorder, genital haemorrhage, urinary tract infection, kidney infection, nephrolithiasis, dry skin, skin haemorrhage, heart rate irregular, nausea, dyspareunia, vaginal discharge, weight increased, dysmenorrhoea, fibromyalgia, myalgia, arthralgia, neuralgia and treatment noncompliance outcome was unknown, the loss of consciousness, fall, suicidal ideation, chest pain, post-traumatic stress disorder and rash pruritic outcome was unknown, the hand fracture had resolved with sequelae and the tooth disorder, vomiting and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cardiac disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, heart rate irregular, insomnia, kidney infection, migraine, muscle disorder, myalgia, nausea, nephrolithiasis, pain, post-traumatic stress disorder, renal disorder, skin haemorrhage, tooth disorder, tooth loss, treatment noncompliance, urinary tract infection, vaginal discharge, vomiting, weight increased, neural system disorder and neuralgia to be related to essure. The reporter provided no causality assessment for anxiety, chest pain, cholecystectomy, fall, hand fracture, loss of consciousness, pelvic pain, rash pruritic and suicidal ideation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-dec-2017: patient´s medical history added. Onset date of essure updated and removal date added. Events added: teeth loss, dental problem, fatigue, insomnia, vomiting, muscle issues, neural issues, irregular bleeding, kidney infections, kidney stones, dry skin, bleeding patches, migraines, irregular heart beating, nausea, painful sexual intercourse, vaginal discharge, weight gain, painful menstrual cycles, severe abd persistent abdominal pain, severe and persistent body pain, abdominal swelling, muscle pains, joint pains, nerve pain, ptsd. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034219) on 04-mar-2014. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abd persistent abdominal pain'), cholecystectomy ('had to have my gallbladder removed'), hand fracture ('shattering my dominant hand'), kidney infection ('kidney infection') and nephrolithiasis ('kidney stones') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done after essure placement" and treatment noncompliance "she did not use birth control or contraception at any time following essure placement". The patient's medical history included anxiety, post-traumatic stress disorder, multigravida, parity 4, spinal pain, pain sacroiliac, hand injury, kidney stones, neck pain, fibromyalgia, arrhythmia, helicobacter pylori infection, syncope, palpitations and shoulder pain. Concurrent conditions included low back pain, pain in hip, lumbar sprain, gallbladder infection, cholecystectomy, cholelithiasis, gerd, cholecystitis, nausea, automobile accident, hand swelling, ecchymosis, iliotibial band syndrome, heartburn, hematuria, chest pain, belching, diarrhea, blood in stool, dysphagia, gastritis, pyelonephritis, uti, renal pain, panic attacks, polyphagia, loss of weight, frequency urinary, polyuria, pyelonephritis, depressive disorder, flank pain, general body pain, suprapubic pain, chronic cervicitis, stomach pain, nickel sensitivity, bloating, irregular menstrual cycle, panic attack and lightheadedness. Family history included pancreatic cancer. Concomitant products included tizanidine hydrochloride (zanaflex) for difficulty sleeping, naproxen sodium (naprosyn) for pain as well as gabapentin (neurontin), hyoscyamine sulfate (levsin), ibuprofen (motrin ib), omeprazole, sertraline hydrochloride (zoloft), tamsulosin hydrochloride (flomax) and tizanidine hydrochloride (tizanidine hcl). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"), insomnia ("insomnia") and genital haemorrhage ("irregular bleeding"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety issues"), tooth loss ("teeth loss"), alopecia ("hair loss"), nausea ("nausea"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("painful menstrual cycles") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vomiting ("vomiting"). In 2009, the patient underwent cholecystectomy (seriousness criterion hospitalization) and experienced urinary tract infection ("urinary tract infection"), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dry skin ("dry skin"), skin haemorrhage ("bleeding patches") and migraine ("migraines"). In 2013, the patient was found to have heart rate irregular ("irregular heart beating"). In 2014, the patient experienced cardiac disorder ("heart trouble /heart issues/ heart complications"). On an unknown date, the patient experienced hand fracture (seriousness criteria hospitalization and disability), loss of consciousness ("blacking/passing out"), fall ("fell down flight of stairs"), suicidal ideation ("suicidal thoughts"), pelvic pain ("constant pelvic pain to the point I can't move"), renal disorder ("kidney issues"), chest pain ("chest pain"), post-traumatic stress disorder ("ptsd"), rash pruritic ("unexplainable skin rashes and uncontrollable itching"), tooth disorder ("dental problem"), muscle disorder ("muscle issues"), nervous system disorder ("neural issues"), pain ("severe and persistent body pain"), abdominal distension ("abdominal swelling"), myalgia ("muscle pains"), arthralgia ("joint pains") and neuralgia ("nerve pain"). The patient was treated with alprazolam (xanax), clonazepam (klonopin), diazepam (valium), nitrofurantoin (macrodantin), promethazine, sumatriptan (imitrex) and surgery (ablation, diagnostic hysterectomy, dilation and curettage & operative laparoscopy with bilateral salpingectomy and teeth removal). Essure was removed on (B)(6) 2014. In 2014, the cardiac disorder and migraine had resolved. At the time of the report, the abdominal pain, alopecia and pain had resolved, the cholecystectomy, loss of consciousness, fall, suicidal ideation, pelvic pain, renal disorder, chest pain, anxiety, post-traumatic stress disorder, rash pruritic, tooth loss, fatigue, insomnia, muscle disorder, nervous system disorder, genital haemorrhage, urinary tract infection, kidney infection, nephrolithiasis, dry skin, skin haemorrhage, heart rate irregular, nausea, dyspareunia, vaginal discharge, weight increased, dysmenorrhoea, fibromyalgia, myalgia, arthralgia and neuralgia outcome was unknown, the hand fracture had resolved with sequelae and the tooth disorder, vomiting and abdominal distension was resolving. The reporter provided no causality assessment for anxiety, chest pain, cholecystectomy, fall, hand fracture, loss of consciousness, pelvic pain, rash pruritic and suicidal ideation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cardiac disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, heart rate irregular, insomnia, kidney infection, migraine, muscle disorder, myalgia, nausea, nephrolithiasis, nervous system disorder, neuralgia, pain, post-traumatic stress disorder, renal disorder, skin haemorrhage, tooth disorder, tooth loss, urinary tract infection, vaginal discharge, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-dec-2017: patient´s medical history added. Onset date of essure updated and removal date added. Events added: teeth loss, dental problem, fatigue, insomnia, vomiting, muscle issues, neural issues, irregular bleeding, kidney infections, kidney stones, dry skin, bleeding patches, migraines, irregular heart beating, nausea, painful sexual intercourse, vaginal discharge, weight gain, painful menstrual cycles, severe abd persistent abdominal pain, severe and persistent body pain, abdominal swelling, muscle pains, joint pains, nerve pain, ptsd. Case upgraded to incident. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ on 8-jan-2018: coding request on 25-jun-2018: ablation surgery and product information added. Treatment drug added. On 7-mar-2019: medical records received. Medical history, concurrent condition, concomitant medication and laboratory data were added. On 26-nov-2019: medical records received. New reporter's were added. Concurrent conditions were added. On 23-dec-2019: fu 11, 12, 13 processed together. Medical records received :patient¿s aka names added on 30-dec-2019: fu 11, 12, 13 processed together. Medical records received : reporter added. On 6-jan-2020: fu 11, 12, 13 processed together. Medical records received : reporters added. On 7-jan-2020: follow up 14 and 15 processed together. Mr received : reporter added. On 8-jan-2020: follow up 14 and 15 processed together. Mr received : reporter added. On 9-jan-2020: medical records received: medical history was added on 16-jan-2020: mr received: no new information were added. On 20-jan-2020: mr received. Reporter information, concomitant drugs added. On 22-jan-2020: mr received. Reporter information added. On 23-jan-2020: mr received. Reporter information, concomitant drugs added. On 28-jan-2020: medical record was received. Reporter information were added. On 4-feb-2020: plaintiff fact sheet received. No new information were added. On 12-feb-2020: mr received: reporter was added, no new clinically significant information were added. On 13-feb-2020: mr received: new reporter and treatment drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.